Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a button error alarm. The customer stated that she did not press the buttons for more than three minutes. The customer also stated that she was hospitalized for high blood glucose levels, with a reading of 737 mg/dl and large ketones. Unable to troubleshoot due to the alarm. Advised that the insulin pump would be replaced. Nothing further was reported.